Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An communication error was reported with the adc librelink with the use of the xiaomi redmi android phone unknown operating system version. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of seizure and loss of consciousness. As a result, the customer was unable to self-treat, requiring unspecified treatment by a third party and unspecified treatment by an healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.h this event.

Manufacturer narrative:
The customer reported scommunication error and was unable to monitor glucose readings. Attempted to replicate the customer's complaint using similar configurations of samsung galaxy s20 fe 5g with android 13 for app version 2.8.4.9335 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An communication error was reported with the adc librelink with the use of the xiaomi redmi android phone unknown operating system version. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of seizure and loss of consciousness. As a result, the customer was unable to self-treat, requiring unspecified treatment by a third party and unspecified treatment by an healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.